Manufacturer narrative:
Date sent to FDA: 04/29/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 12/11/2020. Additional information: a1, a2, b7, d1, d4.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2013 and two mesh products were implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2018. It was reported that the patient experienced severe chronic pain, dense adhesions, adhesions to small bowel, open draining wound and inflammation. No additional information is provided.